Event description:
Event description guidant received information that this transvenous defibrillation lead was implanted from the right side of the patient to the left side due to obstruction of the subclavian vein. It was reported that at a follow up appointment this lead was exhibiting a shock impedance less than 20 ohms when pressing on the right side of the patient near the clavicle. The physician suspected clavicular crush with a lead fracture. The physician was not able to extract the lead, so the lead was capped and another transvenous defibrillation lead was successfully implanted. No adverse patient symptoms were reported.